Event description:
Info received for a study conducted in the u.s. Reporting that the pt experienced a stroke. Additional: the post procedure nihss score in 2004, now showing inability to answer both level consciousness questions correctly, partial gaze palsy, complete hemianopia, minor facial paralysis, right arm drift, right leg drift, mild to moderate decrease in sensation, severe aphasia, mild to modearte slurring of words and inattention or extinction to bilateral simultaneous stimulation. The site initially reported the event as "other neurological deficits", due to the difficulty of interpreting the post procedure nihss in light of the pt's pre-existing dementia. In 2004, the pt underwent an MRI scan of the brain that showed finding consistent with subacute multifocal embolic infraction involving primarily the left cerebral hemisphere with a single focus in the right posterior frontal region. The scan also revealed old left parietal and right inferior cerebellar infarctions. Based on the MRI findings, the site revised its report for the event to that of a stroke. At the time of discharge in 2004, the pt was noted to have made significant neurological recovery, being able to name several objects and with a reduction in his visual field deficits.

Event description:
Info received for a study conducted in the u.s. Reporting that the pt experienced a stroke.